Event description:
The customer was receiving questionable creatinine results on their modular analytics p-module (serial number (B)(4)). The customer provided data for five patients, of which there were three discrepant results reported outside the laboratory. The first patient had an initial creatinine result of 2.1 mg/dl. The repeat result from a different p-module was 0.8 mg/dl and was issued as a corrected report. The second patient, a (B)(6) female, had an initial creatinine result of 2.2 mg/dl. The repeat result from a different p-module was 0.5 mg/dl and was issued as a corrected report. The third patient, an (B)(6) male, had an initial creatinine result of 5.1 mg/dl. The repeat result from the same p-module was 0.9 mg/dl and was issued as a corrected report. There were no adverse affects to the patients as a result of this event. The field service representative determined the cause of the event was the r2 probe was out of adjustment. He adjusted the r2 probe. Precision testing was performed with passing results.